Event description:
It was reported that an ilet pump¿s touchscreen was cracked after being struck at a concert, rendering the device inoperable and consistent with a device enclosure/display damage malfunction. Symptoms included no injury. Outcomes included temporary inability to use the insulin pump function. Investigation included complaint review and device use history review as available. Investigation of this case revealed physical damage due to external impact. It was concluded that, based on previously established findings for similar reports, the event was caused by user-induced physical damage and not a device manufacturing or design issue.